Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The root cause could not be determined at this time. Additional: a trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The aware date in the initial medwatch report is inaccurate. The accurate aware date is (B)(6) 2011.

Event description:
The baxter field service technician serviced a colleague infusion pump for failure code 810:03. The process step as well as any report of patient involvement are unknown. Patient injury/medical intervention was not reported. The baxter field service technician repaired the device on site. As such, the device will not be returned to (B)(4) technical services. Upon further review of the event history it was found that fc 810:03 caused an interruption of delivery. There is no further complaint information available. The user interface module master software version is 5.06.00, categorized as unremediated.